Event description:
It was reported by the patient that she experienced a shock while treating with the bone healing system. The patient stated that the sflx 2 coil is giving her a shock when she wears it. The patient rated the pain as an 8 on a scale of 1 to 10, which is considered severe. There are no exposed nor cracked wires on the coil. The device was not dropped or in contact with any liquid. The patient advised that her ankle is still tender. The patient did not speak to a doctor regarding the issue. The patient will return the old coil. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the patient that she experienced a shock while treating with the bone healing system. The patient stated that the sflx 2 coil is giving her a shock when she wears it. The patient rated the pain as an 8 on a scale of 1 to 10, which is considered severe. There are no exposed nor cracked wires on the coil. The device was not dropped or in contact with any liquid. The patient advised that her ankle is still tender. The patient did not speak to a doctor regarding the issue. The patient will return the old coil. No additional patient consequences have been reported. No product was returned for evaluation.